Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The serial number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the device allegedly was unable to fully prime and self-activated. There was no reported patient injury.

Event description:
It was reported that during a biopsy, the device allegedly was unable to fully prime and self-activated. There was no reported patient injury.

Manufacturer narrative:
After further review of the additional event details provided on 4/2/2018, the event suggests a failure to prime. It was reported that the device was unable to lock into the fully primed position and did not self activate. There was no reported patient contact. After receipt of this information, this event was reassessed and determined to be not MDR reportable. However, an initial MDR has already been submitted; therefore, the purpose of this supplemental report is to document the change in reportability classification. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.